Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed that the recharge antenna failed at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient was having ¿all kinds of problems with the controller.¿ the consumer reported that the controller was showing a lot of codes. The consumer didn¿t have the information about what the code are. The consumer also reported that when the patient was charging the ins, the controller and the recharger got really hot. The consumer reported that a manufacturer¿s representative (rep) told her to call and get it replaced but didn¿t know what the rep was telling her to have replaced. The consumer reported that the patient met with the rep and the rep did all kinds of trouble shooting. The consumer reported that the rep removed the batteries then put the batteries back in. The consumer didn¿t know what else the rep had the patient do. No troubleshooting could be done as the consumer wasn¿t with the patient at the time of the call. No further complications were reported. (B)(6) 2019: additional information was received from a patient. It was reported that patient was unable to locate device when charging the ins and the rtm got "really hot". Patient was seeing no device found (screen 16), unable to recharge (screen 74) and other. When patient was trying to charge the ins he kept getting the "unable to locate device' then "adjust antenna" then "passive recharge'. Patient charged the ins when it got to about 40%. Patient was out deer hunting and didn't charge for a couple of weeks but normally charged every few days. The issue started "about the middle of (B)(6) 2019". No further complications were reported.